Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 580mg/dl with extreme thirst and confusion. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting indicated that the bolus settings had been incorrectly programmed. There was no indication or allegation of a product malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.